Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 63 during auto test. The auto test was performed again and passed without a problem. In the alert history pump error 4 and pump error 15 alarms were found. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with hardware low level failures and motor arm communication alarms noted in the formatted history file; the problem was isolated to the ambient light sensor on the keypad assembly. No critical block alarm noted during our testing. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, serial number label missing, pillowing keypad overlay, and minor scratched lcd window.